Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they were having a difficult time getting and maintaining coupling bars while charging the ins. They were implanted with a rechargeable ins two days prior to report and were instructed to charge the ins. They were getting between 0 and 2 coupling bars and bandages were present. The patient was having some intermittent shocking sensations at the ins site. The patient was instructed to watch the recharging dvd by the company representative. Further follow-up was being conducted to determine what troubleshooting/actions/interventions were taken to resolve the issue, what the cause of the shocking was and if the difficulty maintaining coupling boxes/shocking had been resolved. If additional information is received, a supplemental report will be submitted.